Event description:
A customer reported to corporate product surveillance a secondary medication set in which a leak was observed. According to the report, there was a leak in the tubing which resulted in leucovorin spraying out and getting on the nurse. The nurse was covered in a spray-resistant gown and none of the medication got on her. The nurse clarified that the set was primed, loaded into a flogard 6201 pump, and when the tubing set was being removed from the pump, the leak was observed. The event occurred after use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.